Manufacturer narrative:
Two segments of the lead were returned. A terminal pin segment measuring 142 millimeters (mm) and a rs- conductor coil segment measuring approximate 108 mm. Microscopic evaluation revealed the rs- conductor coil was fractured. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
--

Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available. Should additional information become available, this report will be updated.

Event description:
Additional information was received from the patient's family indicating the patient is now in hospice. There was concern that the patient had not fully recovered from the procedure which resulted in the patient going into hospice care. There were no complications noted at the time of the replacement procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received two inappropriate shocks. It was found this lead had a subclavian crush fracture. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.